Event description:
It was reported the atrial lead eroded through the skin and an infection occurred. It was further reported that the atrial lead had chronic low impedance. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: sedr01 ipg, implanted: (B)(6) 2010. (B)(4).